Event description:
It was observed that during the device evaluation, the duodenovideoscope had chipped adhesive around the objective and light guide lens. It was also noted that the bending section rubber glue was cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.